Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to jammed motor gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer reported that they were able to clear the alarm(s). Customer stated that they were able to rewind the pump. Customer also reported that assisted with performing displacement test and test was failed. The customer was advised insulin pump requires replacement and to revert to the back-up plan. The insulin pump will be returned for analysis.